Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to deploy was unable to be confirmed as all the components were not returned. In addition, analysis of the retuned device found a posterior foot break and it was not returned with the proglide device. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Reportedly, the device was use in a heavily calcified right and left common femoral artery access sites. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other five proglide devices referenced are filed under separate medwatch MFR numbers.

Event description:
It was reported that prior to an endovascular aneurysm repair (evar) procedure, suture placement was attempted in the heavily calcified right common femoral artery (rcfa) and the heavily calcified left common femoral artery (lcfa) with proglide devices using the preclose technique. Reportedly, the devices did not deploy. This occurred with four proglide devices in the rcfa and two devices in the lcfa. The arteriotomy was 7f. The sheath was upsized to 12f in the rcfa and 18f in the lcfa for the evar procedure. When the evar procedure was completed a cut-down procedure was performed to close the artery and achieve hemostasis in both the rcfa and lcfa access sites. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure of ninety minutes reported due to the cut-down procedure. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.